Event description:
The core impaction drill was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.